Event description:
A (B)(6) female pt, six hrs out, presented with an occlusion in the proximal right mca. Pt had many comorbidities including a previous stroke. She also had a very tortuous carotid siphon artery which made it challenging to gain access. Physician made one pass with a v 2.5 firm retriever without improving the flow much and then used 4mg ia tpa and 4 mg of integrelin to help loosen the clot. Physician made a second slow pass and when he went back to do an injection to see how he did, he noticed that the carotid siphon had perforated. He then stopped the procedure and flow was not really improved either. Pt expired due to hemorrhage. There was no evidence of malfunction for any concentric medical device and the instructions for use list related possible complications. Also, while a concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.